Event description:
It was reported that the customer's insulin pump was exposed to water and the device is no longer functioning. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of a corroded electronic and motor assembly.